Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the middle section on the body of the balloon. This failure is likely due to factors encountered during the procedure, such as lesion characteristics, handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a cre fixed wire dilatation balloon. It was found that the balloon had a pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.